Event description:
On (B)(6) 2022 the device was refilled with 150ml saline. In mid (B)(6), the patient reports to the doctor that he could not feel the device. Went for sonar and with the positive result of igb intact in the stomach. On (B)(6) 2022 the patient had severe abdominal pains and vomiting. On (B)(6) 2022 mild pain with bloated feeling and abdominal discomfort- constipated. On (B)(6) 2022 the patient went to toilet et and the igb proceed to be evacuated. The patient is doing good at moment.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.